Event description:
It was reported that the patient was in the hospital when the device was unable to be interrogated. There was no magnet response and no pacing output. The device was explanted and replaced. It was also reported that during the device replacement, the ventricular lead showed high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.